Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient faced an event of insulin flow blockage on (B)(6) 2024 and the blockage was in the tubing, where insulin did not exit with pump alarms. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.